Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The guide separation was able to be confirmed. The difficulty inserting the device could not be replicated in a testing environment as it was based on operational circumstances. In addition, the analysis of the returned device found the posterior foot was broken off. The broken piece was returned with the device. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Device coding: improper or incorrect procedure or method: against resistance. The instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional stenting procedure. Reportedly, there was difficulty with advancing the device into the access site. The device continued to be advanced and twisted and the device broke into two pieces where the black sheath and metal guide come together. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.